Event description:
It was reported by the customer that a pyxis medstation es system drawer was not opening. The customer stated that they were able to get medications from another station and there was no delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the solenoid coil was discolored and there was a hot smell. A field service engineer found that the solenoid was hot to touch and replaced the solenoid, drawer, control, controller, and drawer interface board. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
The following fields have been updated with additional/correct information: b5, d1, d4, h4, h6, h11. A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 13-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report that the station drawer was not opening was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: verified problem; drawer 6 solenoid was getting extremely hot replaced solenoid, drawer controller board, and pyxibus module controller verified functionality via hardware test application and station application visual inspection of the received solenoid observed thermal damage along the part. Electrical measurement of the solenoid noted the component to be shorted visual inspection of the received drawer controller board observed no issue; however, electrical measurement of the board noted a component to be shorted. Shorted board and solenoid components are one of the symptoms of the issue of a station drawer not opening visual inspection of the received pyxibus module controller observed no issue; and hardware test application also observed no issue. There was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was not opening. The customer stated that they were able to get medications from another station. As per part investigation, it was determined that there was thermal damage observed on the solenoid. There were no adverse events or injuries reported based on this event.